Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture classified as baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a primary breast augmentation with mentor memorygel, 525cc silicone prosthesis experienced right-sided capsular contracture classified as baker grade iii postoperative. The patient reported symptoms including soreness, pain, stiffness, and a sensation that her nipple was going to explode. Due to these issues, the patient has been scheduled for removal surgery on (B)(6) 2025.

Manufacturer narrative:
Per additional information received on may 02, 2025, patient underwent unilateral replacement with right side sn:(B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 29, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that the sm mpp gel 525cc breast implant was found to have a bubble within the gel measuring approximately 3.6 cm x 3.2 cm. The bubble observed could have given the appearance of the gel fracture reported by the customer. Leak testing was performed according to mentor procedures, and it identified a tear measuring approximately 0.1 cm on the posterior view. The bubble observed could have been originated by the tear found. Microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 09, 2025, indicates that date of the removal was on (B)(6) 2025, and patient underwent right sided capsulectomy and replacement on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 12, 2025, there was an evidence of gel bleed in the right side. Manufacturer¿s reference number: (B)(4).